Manufacturer narrative:
Device analysis report attached. This report is submitted on april 12, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to cerebrospinal fluid gusher. There are no plans to reimplant the patient with a new device as of the date of this report. It was also reported that the patient experienced an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.